Event description:
A customer reported three pts were diagnosed with postoperative toxic anterior segment syndrome (tass). The reporter was unable to prove any pt details or current pt conditions. Additional information has been requested.

Manufacturer narrative:
No other adverse reactions have been reported so far for this lot. Investigation of batch records, compounding, and filling showed no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. The lab has retested a retention sample of this batch and all results conform to the specifications for the tested parameters (ph, osmo & lal). (B)(4).